Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm reviewed the iabp log files and concluded this iabp unit had not been used in this event. The stm also noted that no evidence of blood contamination was observed. No repairs were needed and the iabp was cleared for use and returned to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. It was later clarified that the iabp unit may have experienced a blood back event and two iabp unit had been contaminated. The customer was unsure if this iabp unit had been a third unit involved in the event. It was unknown if a patient was involved at the time, however; it was concluded later that no patient was involved.